Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction resulted from a failure of the touch screen. A technical support specialist reached out to the customer and discovered that the customer had successfully addressed the issue. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, touch screen was not working.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this incident.